Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, ovarian cyst, asthma, cervical dysplasia and human papilloma virus infection. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), rash ("autoimmune-like symptom: bilateral rashes"), urticaria ("hives, welts") and herpes zoster ("welts very much like shingles"). The patient was treated with surgery (removal of essure and fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, urticaria and herpes zoster outcome was unknown. The reporter considered allergy to metals, herpes zoster, pelvic pain, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rash, ovarian cyst, asthma, cervical dysplasia and human papilloma virus infection. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), rash ("autoimmune-like symptom: bilateral rashes"), urticaria ("hives, welts") and herpes zoster ("welts very much like shingles"). The patient was treated with surgery (removal of essure and fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals, rash, urticaria and herpes zoster outcome was unknown. The reporter considered allergy to metals, herpes zoster, pelvic pain, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.